Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, patient likely has some gastrointestinal (gi) bleeding in the setting of severe uremia and supratherapeutic inr. Hemoglobin (hgb) was slowly drifting down with melena (starting on (B)(6) 2018) and positive fecal occult blood. It was reported that patient likely experienced small bowel arteriovenous malformation (avm). The patient was started on octreotide and proton pump inhibitors (ppis). The patient was transfused with 3 packed red blood cells (prbc) and unspecified changes were made to the patient¿s medication. Additional information was requested, but was not provided.